Event description:
The device was placed in rptr's lower back to fuse l-4 and l-5. Rptr is still having problems with the screw and bolts and also has a numbness and constant pain. Rptr does not know if it has come apart, but he feels a rub-like motion at times when he moves and a pain in right leg down to the knee. He can not stand or sit for a period of time.